Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left renal artery using pod packing coils (pod pc) and a non-penumbra microcatheter. During the procedure, the physician placed three ruby coils, three pod pcs and, three other coils in the target vessel using the microcatheter. While advancing another pod pc through the microcatheter, the physician experienced resistance and the coil became stuck in the middle of the microcatheter. Therefore, the physician removed both the pod pc and microcatheter. The procedure was completed using a new pod pc, other coils and, a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod pc revealed an undamaged and a functional device. During functional testing, the returned pod pc was able to be advanced through its introducer sheath and a demonstration lantern without issue. The non-penumbra microcatheter used in the complaint was not returned for evaluation. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.